Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on yesterday afternoon, with blood glucose of 597 mg/dl. Customer's other blood glucose value was 600 mg/dl. Customer alleging possible insulin pump under delivery. The customer experienced symptoms such as abdominal pain, difficulty breathing and muscle cramps and dehydration. Customer stated that the they currently in the hospital and insulin pump was not delivering insulin. Customer stated that the drive support cap appears normal. Customer stated that insulin pump was cracked and piece missing. Customer's blood glucose value that morning was 280mg/dl and was going to be discharged. The customer was treated with insulin pump. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08750 inches. No under delivery anomaly noted during testing. The insulin pump was received with broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.